Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (B)(4) alleging that his onetouch verio2 meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2016 at 7:40pm. The patient stated that he obtained a result of "133 mg/dl" using the subject meter compared to feelings/normal results. The patient manages his diabetes with self-adjusting insulin. The patient stated that he usually increases his dose of insulin from 6 units to 8 units when he obtains blood glucose results exceeding 130 mg/dl, and he did this on (B)(6) 2016 in response to the alleged product issue. The patient claimed to have developed the symptom of "shaking" 20 minutes after the alleged product issue began. The patient stated that he self-treated with food at 8:00pm due to the hypoglycemic symptom. The patient denied that his blood glucose was tested using another device. At the time of troubleshooting, the csr noted that the patient did not have control solution available to perform a walk-through test, the subject meter was set to the correct unit of measure setting and the test strips had not expired, been open for longer than the discard date or stored improperly. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptom of "shaking" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Follow-up # 1 device evaluation.the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.